Event description:
It was reported that the bd plastipak¿ slip-tip syringe piston rubber was damaged. The following information was provided by the initial reporter, translated from portuguese to english: piston rubber damaged.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd plastipak¿ slip-tip syringe piston rubber was damaged. The following information was provided by the initial reporter, translated from portuguese to english: piston rubber damaged.